Event description:
It was reported after use an unspecified vacutainer blood collection tube experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated " the tube was hemolyzed." Additional information: the health care provider puts all the tubes in a dispenser rack and would not have lot/catalog numbers from the original box.

Manufacturer narrative:
H6: investigation summary bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported after use an unspecified vacutainer blood collection tube experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "the tube was hemolyzed." Additional information: the health care provider puts all the tubes in a dispenser rack and would not have lot/catalog numbers from the original box